Event description:
Related manufacturer reference number: 2017865-2023-16756. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial and right ventricular leads exhibited over-sensed noise. The leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing was normal. Visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage.